Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported they had nothing but problems with scs device since it was implanted in 2019. Pt said their ins was now moving in the pocket and was sitting against their pelvic bone in their back. Pt said they had been rushed via ambulance to the hospital on saturday because the implant was giving them shocks even though their thought the implant was dead. Pt said they learned the implant had charge in it even when it was dead and saw on the controller implant battery low: recharge implant. Pt said the implant had caused nothing but pain and aggravation since implant date 3-5 years ago. Pt said they had 2 x-rays when in hospital and implant had moved in back. Pt said the pain from the implant caused them to be sick to the stomach and pt had taken 800 mg gabapentin and the pain meds helped. Pt said "no wonder there were so many class action lawsuits." Pt said the implant had caused urinary problems and they had called in the past to pats to report implant was going up into their stomach. Pt said they had cardio ablation 2 days ago and hcp had a hard time sticking tube down their throat. Pt requested mdt rep. Tss provided nas, discussed role of mdt rep., and redirected to hcp. Pt called back and requested a rep appt. Pss reviewed rep role again. Pss redirected pt to contact their hcp to schedule the rep appt but stated that an fyi message would be sent to the field with their request.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.